Event description:
The customer states that a diabetic pt presented to the emergency department with chest pains. An initial sample taken from this pt generated axsym troponin-I assay results of 14.3 and 17.1 ng/ml. Approximately five hours later, a new sample was drawn from the same pt with test results from the axsym troponin-I assay at 15.0 ng/ml. Both samples were then tested with a chemiluminescence method and generated results of 18.2 and 17.5 ng/ml respectively. A third sample drawn the following day generated an axsym troponin-I assay result of 16.3 ng/ml. All controls have been within specifications. The pt was transferred to another facility and underwent a cardiac catheterization that was diagnosed as normal. The pt was eventually discharged.